Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The staple line is bleeding more than usual. The device was fired as usual, held for fifteen second. The first couple of firings were good. At the end, when the scope was used, there was so much blood couldn't tell where it was coming from. At the distal end, the last staple was not formed. The staple line was oversewn and the case was completed. Another device was used to complete the case. There was no adverse consequence to the patient. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.